Event description:
Patient stated that the v-go came off due to perspiration. I confirmed that the application site was properly prepared prior to applying it and that there was no interference with clothing.